Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh were implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2011 and advantage fit was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted due to pop. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh revision/removal on (B)(6) 2004, (B)(6) 2007 and (B)(6) 2011. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted concurrently with extraperitoneal vault suspension, transurethral cystoscopy. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced stress incontinence, detrusor overactivity, urethral hypermobilty, cystocele, rectocele, weak pubocervical tissue, weak rectovaginal tissue, mesh erosion, bladder droped, exposed mesh, muscle spasm, enterocele, and urinary incontinence.